Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during basal. Customer's blood glucose was 300 mg/dl. The customer reported the drive support caps appears normal. The customer was exposed to high magnetic field such as MRI. Customer did not reported an e70 alarm. The customer were unable to complete pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return pump with the battery and zero out basal rates.

Manufacturer narrative:
The pump had a constant motor error alarm during rewind due to an out of phase encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarms. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.